Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a battery inoperative message that would clear after charging the battery. The ventilator was not in use on a patient at the time of the event. A technical support engineer troubleshot the issue with the customer over the phone and recommended to run the ventilator on and off battery and to replace the back-up power source (bps) printed circuit board (pcb) if the reported condition was duplicated. If unable to duplicate, they were to perform extended self-testing before releasing the unit back to service. It was later reported that the customer was unable to duplicate the issue. They ran self-testing and returned the unit to service.